Event description:
A young male pt had a chait percutaneous cecostomy catheter placed on (B)(6) 2012. He came into the clinic on (B)(6) 2013 and the catheter had broken off at the trap door (the dm indicated this was in place longer than the 6 month period). The fractured portion remains in the large bowel of the pt and the physician is waiting for the pt to pass this naturally. It was indicated that images show the fractured portion is making its way through the bowel. Another catheter was placed. According to the initial reporter, the pt did not experience any adverse effects due to this occurence.

Manufacturer narrative:
Per info supplied by the customer, the device will not be returned. A request was made for images but none were provided. Quality control confirms the correct type and size of catheter tubing and that the overall surface is free of excessive dents, bumps, and debris. The instructions for use (IFU) describes the proper catheter placement, usage, and maintenance techniques, as well as appropriate warnings and precautions. The IFU contains the following precaution: "the catheter should be changed every 6 months to reduce the risk of catheter fracture in the pt". The pt guide includes sections on proper usage, maintenance and troubleshooting. The description of the event states, "a young male pt had a chait percutaneous cecostomy catheter placed on (B)(6) 2012. He came into the clinic on (B)(6) 2013 and the catheter had broken off at the trap door." Based on the description on the event the catheter was in place for over seven months. It is difficult to determine with certainty what led to this failure mode without the return of the device. However, it is possible that the device not being changed after the recommended period of time may have contributed to the device separation. The distal portion of the catheter remains in the pt to pass normally through the digestive tract. We will continue to monitor for similar complaints and have notified the appropriate internal personnel. Per the conclusion of quality engineering risk assessment, no risk mitigating action is necessary at this time.